Manufacturer narrative:
Investigation results: up to now no product and pictures at hand, therefore a failure description is not possible. A review of the device quality and manufacturing history records is not possible because the material batch number is unknown. In the light of the small amount of information received and due to the circumstance that we did not receive the complained device for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There is the possibility for an impact stress, e.g. After a fall. This could led to a breakage of the weld seam and as a consequence to a pin loosening. It could be possible that the failure is usage related. A CAPA is not necessary.

Event description:
It was reported that there was an issue with iq implant holding/insertion instrument. The safety rivet came loose during the surgery. Had to be retrieved from patient. A subsequent x-ray revealed that the rivet remained in the patient. The patient therefore had to be revised. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Updated investigation results: the instrument arrived in a good condition without serious visible damages. The loosened pin was also provided. The components were examined visually and microscopically. One pin of the ns600r has come loose. This pin is no more fixed in the device. The weld seam of the second pin (inside the instrument) is intact. There are no cracks or other abnormalities. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer. In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records. This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on the information available and the result of our investigation it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the small amount of information received, it is not possible to determine a definitive root cause for the mentioned failure. According to the test plan, a production failure is unlikely. There is the possibility for an impact stress, e.g. After a fall. This could led to a breakage of the weld seam and as a consequence to a pin loosening. During the final inspection, it is checked whether the two pins are welded properly. A CAPA is not necessary.